Manufacturer narrative:
The device has been requested yet not been returned for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report received from france states: "the vitrectomy cutter had intermittent aspiration. As the cutter cut intermittently there was more movements in the vitreous to cut and aspirate the vitreous gel, thus lengthening the surgery. No pt impact.